Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6 visual examination of the returned product identified nicks and scratches to the distal end and handle from previous uses. Depth gauge is confirmed to be bent below the last notch. Distal tip is fractured and fractured piece was not returned with device for evaluation. Discoloration was visible on the fractured surface. No other damage was noted. Device has an approximate field age of 6 years. The complaint was confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during the procedure, the tip of the depth gauge broke off on the back table. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.